Manufacturer narrative:
(B)(4) on behalf of the MFR medibo (B)(4) (registration#3004468271). Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
It was reported that when an arjohuntleigh sling was being used in a pt transfer, the pt fell (they moved their body during the transfer, improvising their position for a reason that is still to be determined). They suffered a cut nose, the severity and treatment of which was not released at the time of this report.